Event description:
Device 1 of 2. Reference MFR report # 3006705815-2019-01305.

Manufacturer narrative:
Investigation results will be provided in the final report.

Event description:
Device 1 of 2. Reference MFR report # 3006705815-2019-01305. It was reported that the physician confirmed via x-ray that the patient's leads had migrated. In turn, surgical intervention was undertaken wherein the leads were explanted and replaced. Postoperatively, patient has effective therapy.